Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Disposition unknown.

Event description:
As reported: "this surgery occurred late on friday night. Surgeon was fixing the medial mal fracture with two 4.0 pt cannulated screws. Surgeon drilled two 1.4 k-wires into the medial mal, measured, then drilled the outer cortex with the 2.7 cannulated drill. The first screw went in, then, when he was putting the second screw in, he had trouble advancing it the final few turns. It looked slightly bent on x-rays. He was also unable to get the screw out. He tried to remove the screw with pliers and the head snapped off. He decided to leave the remaining screw in the bone to perform fixation."